Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was not impacted. After the customer changed the supplies, another occlusion was received. The customer performed a pump system check. The pump and infusion set tubing were found to be functioning as expected. There was no damage noted to the cannula. The customer indicated that the healthcare provider advised the customer to look into a different type of pump to manage diabetes.